Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please clarify " he noticed trocar was cracked and splintered in the distal end". What portion of the trocar are you referring to? Did the trocar sleeve break? Did it break off in patient? If so, were all parts retrieved from patient? Please confirm which portion of the trocar was broken. Please provide the status of the device as it has not been received for analysis.

Event description:
It was reported that during an unknown procedure, surgeon placed thoracic trocar in the patient. He noticed trocar was cracked and splintered in the distal end. They replaced with new trocar. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2021. D4: batch # u95j1c. H6: component code: others (g07). Investigation summary the analysis results found that a fp015 device was returned with the flexible sleeve damaged and torn and without the sterile packaging. In addition the torn pieces of the flexible sleeve were returned inside a plastic bag. The flexible sleeve was observed to have a mark which suggest that a pointy instrument was inserted through the sleeve with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. In addition, two returned devices were received inside of their sterile packaging unopened. Visual analysis of two returned sterile samples revealed that the fp015 devices were returned with no apparent damage. Upon evaluation of the devices, the packages were opened and the obturator handle was assembled onto the flexible sleeve assembly in both devices. No flexible sleeve issues were observed. The event described could not be confirmed as no damages were observed and the device performed without any difficulties noted and no product defect was identified, as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number u95j1c, and no non-conformances were identified.